Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: the keypad cover was detached and was missing; all keypad button contacts were missing. The display was dim, fading, and discolored. The battery compartment was cracked in multiple places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, the display was dim, and all button contacts were missing. This report is made based on results of investigation completed on 09/19/2016.